Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to verify excessive no delivery alarm due to prime anomaly. The pump had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly and no delivery. The blood glucose at the time of the incident was 207 mg/dl. The customer states the no delivery was reoccurring. The customer attempted to perform the displacement test, but the pump kept alarming "priming complete" with units on the screen. The drive support cap was checked and the customer stated it was recessed. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.